Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), depression ("depression") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the headache, fatigue, musculoskeletal pain, dizziness, depression and fibromyalgia outcome was unknown. The reporter considered depression, dizziness, fatigue, fibromyalgia, headache and musculoskeletal pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 03-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of headache ('headache') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue"), musculoskeletal pain ("joint and muscle pain"), dizziness ("dizziness"), depression ("depression") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the headache, fatigue, musculoskeletal pain, dizziness, depression and fibromyalgia outcome was unknown. The reporter considered depression, dizziness, fatigue, fibromyalgia, headache and musculoskeletal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.